Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered six rounds of inappropriate anti-tachycardia pacing (atp) and one inappropriate shock. This device also presented a signal artifact monitor (sam) alert. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered six rounds of inappropriate anti-tachycardia pacing (atp) and one inappropriate shock. This device also presented a signal artifact monitor (sam) alert. The device remains in service. No adverse patient effects were reported.